Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that pre-dilatation was done on an in-stent restenosis (isr) in the left anterior descending (lad) artery mid segment. The stent was introduced in the lesion and when drawn proximally, it was stuck at proximal end of lesion with severe chest pain [transient - no treatment reported]. The 7 fr guiding catheter was disengaged. The guiding catheter was then successfully engaged and the stent was removed. Another xience stent was used in the isr lesion successfully. No additional information was provided.

Event description:
Additional information: when the delivery system was removed from the patient, the stent implant was noted to be damaged. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) - indication for use (in-stent restenosis). Evaluation summary: the device was returned for analysis. The reported material deformation was able to be confirmed. The reported difficulty to remove the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted that the instructions for use states: the xience prime ll everolimus eluting coronary stent systems are indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo native coronary artery lesions.

Manufacturer narrative:
(B)(4).